Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there was difficulty inserting the left ventricular (lv) lead into the device header. The event is attributed to the lv set screw being deployed in the header before lead insertion. The screw was loosened to resolve the event. The patient was stable.